Manufacturer narrative:
Follow-up #1; date of submission: 08/27/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: cs-054 call service alarms, followed by reboot events, were observed in the black box data; these findings are indicative of the event reported in the initial complaint. The battery compartment was found to be intact. The pump powered on with the returned battery cap, which was able to fully tighten to the pump; a power-loss event was not observed during the analysis. Measurements of the battery cap contact were within the specifications. The intermittent-power event reported in the initial complaint could not be adequately investigated due to an unrelated prime-issue. Unrelated to the reported event, the pump could not prime successfully. The pump failed a force calibration check and passed a force sensor resistance check. The pump case was removed, and the force sensor pins were observed to be seated and solder connections intact. Evidence of moisture ingress was found on the force sensor circuitry and other internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. It was noted that a new battery was inserted into the pump, but was unable to resolve the power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.